Event description:
It was reported that when using the bd pyxis¿ medstation¿ es orders were not crossing over. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident, it was determined that patient orders not crossing over to pyxis. A technical support specialist (tss) found that the hospital network issue and logged into the station and confirmed that station was no longer in critical override and the issue was resolved by the hospital adt team. The system functioned as intended after the technical support specialist investigated the device.